Manufacturer narrative:
Patient demographics such as age, date of birth and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed unrelated service repairs. The fse did not note any hardware issues which would have contributed to this event. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the erroneous access accutni+3 results could not be determined. (B)(4).

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for one (1) patient on the laboratory's dxi 800 access immunoassay system (serial number (B)(4)). Initial results on this instrument were above the normal reference range of the assay. Repeat of the same sample and three further re-draws generated lower results, all repeat results were still above the normal reference range of the assay. All repeats were completed on the dxi 800 access immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 results were reported out of the laboratory. The patient was admitted to hospital. There was no report of patient injury or change in patient treatment associated with this event. The samples were collected in heparinized plasma tubes, the centrifugation details are unknown. The customer reported no visible issues with the integrity of the samples. The customers access accutni+3 quality control (qc), precision run and system check results were within specification. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.